Event description:
It was reported that the patient presented to the hospital due to lead integrity alert (lia) on their right ventricular (rv) lead. There was undefined high pacing impedance, noise, and non-sustained ventricular tachycardia (nsvt) episodes observed. A lead dislodgement and fracture were suspected, and the rv lead was programmed off. During the lead removal procedure, attempts to retract the rv helix were unsuccessful. A sheath was positioned to remove the rv lead, however it could not be advanced due to adhesion between the ventricular and atrial leads. Subsequently, the right atrial (ra) lead was removed instead. It was noted that the patient experienced hypotension and cardiac tamponade. A pericardial drain was performed. Again, the patient's blood pressure dropped, and so percutaneous cardiopulmonary support (pcps) and thoracotomy were performed. The rv lead and ICD were successfully explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.